Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
It was reported that on (B)(6) 2013, during a short trochanteric fixation nail system procedure, the knob at the end of the helical blade connecting screw broke off while impacting the helical blade into the femoral head/neck. The helical blade was impacted to the appropriate depth and the remainder of the connecting screw was disengaged from the helical blade using a 3.5mm hex screwdriver. Distal screw was placed and the patient closed. This is report 1 of 1 for complaint (B)(4).